Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or test strip insertion. Customer further reported that on (B)(6) 2017 he ¿felt low and was dizzy¿, but could not perform a test, so he self-presented to his healthcare provider¿s office. At the hcp office, a reading of 67 mg/dl was received on the hcp¿s meter. Customer was treated with a metformin tablet and an ¿injection¿, presumed to be glucagon (customer was not sure what he was injected with). No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem), (outcomes attributed to ae) and (describe event or problem) were incorrectly documented in the MDR follow up #1 report and have been updated.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or test strip insertion. Customer further reported that on (B)(6) 2017 he ¿felt low and was dizzy¿, but could not perform a test, so he self-presented to his healthcare provider¿s office. At the hcp office, a reading of 67 mg/dl was received on the hcp¿s meter. Customer was treated with a metformin tablet and an ¿injection¿, presumed to be glucagon (customer was not sure what he was injected with). No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Event date) was incorrectly documented in the follow up #1 and #2 report. (Type of reportable event) was also incorrectly documented in the follow up #1 and #2 report.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or test strip insertion. Customer further reported that on (B)(6) 2017 he ¿felt low and was dizzy¿, but could not perform a test, so he self-presented to his healthcare provider¿s office. At the hcp office, a reading of 67 mg/dl was received on the hcp¿s meter. Customer was treated with a metformin tablet and an ¿injection¿, presumed to be glucagon (customer was not sure what he was injected with). No further treatment was required. There was no report of death or permanent injury associated with this event.